Event description:
The initial reporter received questionable creatinine result from one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The intiital result was considered abnormal. The initial result was 12.34 mg/dl. The repeat result was 1.39 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) adjusted the cell detergent and cleaned the filter reaction bath. He also changed the maintenance kit to another cycle, cleaned the probe, and adjusted the gear pump. He performed a test run with successful results. The investigation determined that the event was due to insufficient service maintenance/adjustment. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.